Manufacturer narrative:
Concomitant medical products: product ID: 9733438, serial/lot #: (B)(4). A manufacturer representative went to the site to service the system. All the scu connections were reset, and the ndi (network device interface) tool and software were updated which resolved the reported issue. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the localizer was not connected and the instrument was not tracking through the camera due to a fault in the system control unit (scu). This issue was noted outside of a procedure, and there was no patient involvement.